Event description:
It was reported that the lens vial was dry; during lens implantation, the lens was stiff and caused zonular dialysis. It is to be noted that the inserter used during this event is unk. Add'l info has been requested but no new info has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.